Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a ventilator was found to be inoperative. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the expiratory bacterial filter to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.